Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient¿s whole system was taken out. The patient explained that they had 2 colon revisions/resections in (B)(6) 2011 and (B)(6) 2012 before they were implanted. Then, after the ins was put in, they developed an abscess around the ins area mostly in the pelvic area. The patient went to the healthcare provider on (B)(6) 2018 and rode in an ambulance, spent 13 days in the hospital, was out a week, and spent 3 more days there. The patient reported they did not think the device had anything to do with the abscess but stated ¿we will never know.¿ the patient stated they thought maybe the first colon revision/resection from 2011 started leaking. The patient reported they decided to explant the ins to make sure the device did not have anything to do with that. No further complications were reported.